Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 stapler is not releasing well from the skin after applying the staple. How the case was completed is unknown as no further info was provided. There was no consequence to the pt.